Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the pump was plugged in to be charged, battery display was fluctuating and a power source alert occurred. Subsequently, a reset alert was received and pump shut down. The customer changed the pump supplies. Reportedly, pump battery displayed 100% and insulin delivery was resumed. Customer's blood glucose was 216 mg/dl.